Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an intermittent green (#3.3v) wire in the trunk cable connector. The open wire caused the monitor communication issues, which likely resulted in abnormal shutdowns. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the electrode belt. The pt received a replacement electrode belt.

Event description:
The download data for a (B)(6) male pt revealed several instances of code 107 (multiple abnormal shutdowns). Zoll customer support contacted the pt and issued him a replacement electrode belt.